Event description:
It was reported that the dexcom g7 experienced intermittent communication causing signal loss to the ilet, after which readings returned during troubleshooting and education were completed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the reporter and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability issue characterized as intermittent communication failure, associated with the electrical and magnetic system and specifically the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.